Event description:
A malfunction was reported on the pump, but no notable events occurred before the malfunction. There was no adverse impact to the customer's blood glucose level. Technical support assisted the caller with resetting the pump, and the malfunction code did not recur after the reset. The customer was informed that they could continue using the pump and advised to call back if the malfunction code reappears.